Manufacturer narrative:
According to the gore® excluder® aaa iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoprosthesis occlusion.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and iliac branch endoprosthesis. On (B)(6) 2020, images were read that revealed total occlusion in the iliac branch endoprosthesis in the right external iliac artery. The cause of the occlusion was not reported to gore. No additional treatment has been reported to gore.

Manufacturer narrative:
H10/11: additional manufacturer narrative: additional component implanted during original procedure on (B)(6) 2020: (B)(4). The review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative/corrected data . H6: method, result and conclusion code 2. The physician stated that the patient has cancer and is hyper-coagulable, and this caused or contributed to the device occlusion. The stent-graft was not kinked. A reintervention was performed (unknown date) and a femoral-femoral bypass was performed.